Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred.